Event description:
Rptr has had constant swelling on and off in her jaw. The swelling travels from side to side. She has had the tmj implants for 2 yrs. Dr has run many tests to try to determine the cause. There is no infection. She is also not allergic to any metals. She does not feel the product is defective because she has had x-rays, etc. She has had drug therapy as well as physical therapy. Rptr contacted MFR and spoke with someone there who stated that the firm has had no other complaints like this. He had no idea what could be causing the problem. He had never heard of anything like it. Rptr's dr stated that he doesn't think problem is associated with the tmj implant itself. He feels rptr is suffering from recurrent muscle spasm. She forms a lot of scar tissue. Because of this, a condition of lymphedema occurs, which could cause the swelling. Dr does not believe the problem is allergies, or he feels it would have exhibited problems right away, instead of a yr after implant. He has also run several tests for infections and has not found anything. He does not find any portal of entry for any infection. Her white cell count is normal. The function of the jaw is reasonable, from 30-35 mm range, except during the swelling. Dr had contacted inventor of these implants about the swelling who said that there were two cases similar to this. Pt had developed swelling within a few months after the implant. This pt was swelling around a different area, the fossa, whereas rptr's swelling was around the angle of the jaw. The other drs thought the swelling may have been due to an infection. They opened the jaw back up and found nothing. They biopsied and cultured the tissue and everything was negative for infection. The swelling went down and the issue was resolved without ever having known the cause of the infection.